Manufacturer narrative:
Since no serial number was provided and the device was not returned, at this time the facility manufacturer is still unknown ((B)(4)).

Event description:
The manufacturer was notified on (B)(6) 2016 about a case of suden plates decrease after perceval aortic valve implantation. No other infromation was provided

Manufacturer narrative:
The complete manufacturing and material records for the perceval s aortic heart valve, model icv1208 - a20921, were pulled and reviewed to confirm that this valve satisfied all material, visual, and performance standards required for a perceval s valve at the time of manufacture and release. Thrombocytopenia is known to occur commonly after open heart surgery, and is thought to be a multifactorial process, related to cardiopulmonary bypass, use of intra-aortic balloon counterpulsation, sepsis, and post transfusion purpura. Although the significance of thrombocytopenia remains controversial, even severe thrombocytopenia after surgical aortic valve replacement (savr) is thought in most cases to be associated with no adverse sequelae.

Event description:
Information provided on march 21, 2016: presence of comorbidities: old treatment of (B)(6) and severe long fibrosis drug treatment for patient: atorvastatin, captopril, metoral, lasix, spray seroflo. Preoperative platelet count and daily platelet counts for the following postoperative days: pre op 116000. Post op first drug 26000. Second drug 52000. 3rd 26000. 4th 21000. 5th 20000. 6th 12000. 7th 18000. 8th 31000. 9th 32000. No evaluation was conducted for hit. The following transfusions were done on the patient: ten units of packed cells. Six nits of ffp. Twenty four units of platelets.